Manufacturer narrative:
Vyaire complaint #: (B)(4). Any additional information provided by the customer will be submitted in a follow-up report. Device evaluation anticipated, but not yet begun.

Event description:
It was reported to vyaire that the avea ventilator user interface module (uim) was flickering and the video continued to go on and off. The customer advised there was no patient involvement.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. Any additional information received regarding this complaint will be submitted in a follow-up report.